Event description:
Technician alleged that the head section will not go up. Technician stated that the head section will not go up above 30 degrees. No alleged injury by account.

Manufacturer narrative:
Technician found that the head section will not go up with electrical or manual controls. The battery led is lit. Technician found the cause to be the head up valve is stuck. The technician replaced the head up valve to resolve the issue.